Event description:
Rptr alleged discrepant back to back blood glucose results of 469, 279, & 179 mg/dl, when all tests were taken <1 min apart on the advantage sys. The location of the alleged testing was not provided. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.